Event description:
It was reported to technical services that this lead was revised on (B)(6)2011 due to impedances over 2000 ohms. The rate/sense portion of the lead was capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).